Manufacturer narrative:
Sections h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of a damaged black clip on power module was confirmed. Power module was evaluated under work order (B)(4). Visual inspection of the returned internal battery clip revealed a broken plastic piece where the 12v battery makes contact. The internal battery clip was replaced. The unit was returned to the customer site. The root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the black clip that attaches to the back-up battery on the power module was broken. The center asked that this be repaired. No further information was provided.